Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it has a xdcr fault. The customer reported this issue occurred while on a patient, the therapist answered the unit alarm and saw the error code and immediately changed out the ventilator. The customer reported there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected component, a printed computer board assembly and evaluated the device. The technician was able to duplicate the reported issue and isolated the issue to a failed pressure transducer due to material fatigue. The reported issue with be investigation internally.